Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 1 kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower drawer 1 kept failing and the tower door intermittently double clicked and locked up. A field service engineer verified the issue, cleaned and greased the tower latch microswitches, rebooted the system, ran firmware updates, tested in hardware test application, and confirmed functionality with customer inventory. The system functioned as intended after the field service engineer repaired the device.